Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies.

Event description:
Related manufacturer report number: 2017865-2024-35241. During an in-clinic follow-up, failure to sense was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.